Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. Review of the most recent repair record determined that the motor starts and suddenly stops, and the unit was out of calibration. The motor was replaced, unit recalibrated and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign: united kingdom.

Event description:
It was reported that before surgery, they could not feed the graft board or there was no power getting to the dermatome. There was no patient involvement. During device evaluation, the motor starts and suddenly stops. Due diligence is complete, there is no additional information available.